Event description:
It was reported that the patient passed away the day after the implant of the cardiac resynchronization therapy defibrillator (crt-d) and leads. Circumstances of the death were requested but could not be obtained.

Manufacturer narrative:
Concomitant products: 457453 lead, implanted: (B)(6) 2019; evolutr-34-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 457453 lead, implanted: (B)(6) 2019; evolutr-34-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away the day after the implant of the cardiac resynchronization therapy defibrillator (crt-d) and leads. Circumstances of the death were requested but could not be obtained.